Event description:
Additional information received clarified the patient¿s proclaim 7 ipg with m-header (model 3663) was previously implanted to replace a medtronic ipg on 21 aug 2020. The new abbott ipg was connected to the existing medtronic leads. Reportedly the original medtronic system was functioning until the medtronic ipg died. Though it was verbally reported that while the impedances on the medtronic leads had been higher than normal, the system was providing therapy. Follow up with the patient on 09 nov 2020 determined the patient was no longer receiving therapy and lead diagnostics showed high impedances on all contacts. The physician decided to replace the medtronic leads and abbott ipg (3663) with a new complete abbott scs system including ipg model 3662. Therapy was restored following the procedure.

Manufacturer narrative:
The reported event for high impedances was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. A system impedance test measured within the expected range. The ipg was functionally tested and passed all testing. Correction, b5: it was erroneously stated surgical intervention would be expected but the ipg was explanted on (B)(6) 2020, as correctly indicated in d6b of the initial report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient was experiencing ineffective therapy and high impedances. As a result, surgical intervention is expected to occur.